Event description:
An infusion pump was sent in for repair where a failure code 550:320 had occurred during servicing. Although an attempt had been made by baxter to contact the reporting facility, no additional info was available regarding pt age or status, injury medical intervention or whether the device was on a pt at the time the condition was reported.